Manufacturer narrative:
Age: average. Sex and ethnicity: majority. Dates of event and implant: estimated. (B)(4). The devices were implanted and will not return for analysis. The investigation is not yet complete. A follow-up report will be submitted with all additional, relevant information. Death and the omnilink elite device referenced in the literature, are filed under separate medwatch report numbers.

Event description:
It was reported through a post market clinical follow-up evaluation report (pmcf) that the rx herculink elite may be related to dissection, amputation, thrombosis, and embolization. There was off-label use (use in unprotected arteries) with some cases. Specific patient information is documented as unknown. Details are listed in the article, ¿post market clinical follow-up evaluation report balloon expandable peripheral stent systems¿

Manufacturer narrative:
A2: average a3, a5b: majority b3, d6: estimated d4: the UDI# is unknown because the part and lot number was not provided. D4 and h4: the device expiration and manufacturing dates could not be provided as the device lot number was not provided and the device was not returned. The device was not returned for analysis. The lot history record (lhr) for this product could not be reviewed and a similar complaint query could not be performed because the product was not returned for evaluation and the part and lot numbers were not reported. The herculink elite instruction for use (IFU) states: the rx herculink elite renal stent system is indicated for use in patients with atherosclerotic disease of the renal arteries following sub-optimal percutaneous transluminal renal angioplasty (ptra) of a de novo or restenotic atherosclerotic lesion (= 15 mm in length) located within 10 mm of the renal ostium and with a reference vessel diameter of 4.0 ¿ 7.0 mm. Suboptimal ptra is defined as = 50% residual stenosis, = 20 mmhg peak systolic or = 10 mmhg mean translesional pressure gradient, flow limiting dissection, or timi [thrombolysis in myocardial infarction] flow < 3. In this case, there was no reported device malfunction associated with the rx herculink elite. The reported patient effects of dissection, amputation, thrombosis, embolization, and surgical intervention are listed in the rx herculink elite instruction for use (IFU) as known potential patients effects associated with the use of the device. Based on the information reported through the post market clinical follow-up evaluation report (pmcf), a conclusive cause for the reported patient effect(s), and the relationship to the product, if any, cannot be determined. The reported hospitalization was likely related to case circumstances. There is no indication of a product quality issue with respect to manufacture, design or labeling.na